Event description:
A nurse reports a scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Add'l info has been requested.